Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study ID: (B)(4). It was reported that patient had left sided lower thoracic back pain that radiates around lower left ribcage. Patient cannot sleep in bed, because laying on back worsens the pain, walking also difficult. Onset date on (B)(6) 2025. Outcome status is recovering/resolving. Interventions: new hospitalization on (B)(6) 2025 that ended on (B)(6) 2025. Additional spinal surgery, on (B)(6) 2025. Diagnostics: CT and MRI performed on (B)(6) 2025. Action result: solid arthrodesis t9-10 and l2-pelvis. Intervening levels show advanced spondylosis / degenerative changes, with moderate multilevel foraminal stenosis. Indication for this additional other spinal surgery: degenerative disease. Proximal extension of lumbar 2 to pelvis posterior instrumentation up to thoracic 4; posterior interbody fusion thoracic 6-9 (3 levels) was done during additional other spinal surgery. Site related assessment: causal relationship to study device and procedure.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.